Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. Sent to schoelly on 08/25/2010 - complaint not confirmed. No defect in material or function. (B)(4).

Event description:
The hosp reported that during sterile processing, they noticed vh-1111 lens were scratched. There were no pt effects as there was no procedure. The product is returning.